Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device 'shuts off', which was not reproduced. A review of the event history log found the presence of 'improper shutdown' messages. The 'improper shutdown' alarms in the log cannot confirm the shut off due to the manual removal of power sources that would cause the event. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shut off without user input before clinical use. There was no patient involvement. No additional information is available.